Manufacturer narrative:
The report was initially received on 03/07/2017 from the doctor, but dentium USA recontacted the doctor to receive missing information about the report. The final received date was 03/27/2017. Dentium USA contacted the doctor's office to retrieve the information, but could not get response.

Event description:
The dental implant, fx3610swc in tooth location 7 was removed on (B)(6) 2017 due to loss of osseointegration 1 years and 4 months after implantation. The doctor indicated that the infection caused the implant removal. The patient had medical history of tobacco use. The patient has recovered without any complications.